Event description:
Customer reported "IV was leaking, and there is a crack in the cap." There was no report of patient harm or medical intervention required.

Manufacturer narrative:
(B)(4). Customer stated that the cap will be returned, however, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.